Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image noise issue could not be determined, however, the issue was likely the result damage to the image sensor due to repetitive use stress, user handling/mishandling, external factors and or a component failure on the circuit board. Additionally, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. Inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Inspection of entire endoscope 6 check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found light guide snake pipe air leak, insufficient angle, bending section cover scratch, bending section cover adhesive part chipped, right/left lever damaged, switch button 2 rubber scratch, slide cover transformation, light guide connector index peeling, video connector original scratch, video connector cover modification, and video connector crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope image is distorted when tension is applied to the cable during a therapeutic laparoscopic colectomy procedure. After about 2 hours of use, a backup device of the same model was used. Upon inspection and evaluation, image noise occurs, and adhesive around objective lens is peeled was reported. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.